Event description:
It was reported that an ilet device exhibited an unresponsive and flashing display upon wake, after which the screen shut off, consistent with a malfunctioning display and screen failure; product images and video were provided, the serial number and shipping details were confirmed, and a replacement device was arranged. Symptoms included no abnormal glycemic effects, as blood glucose values were reported in range and unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview, review of provided media, and logistical verification of device return for assessment. Investigation of this device revealed a display malfunction localized to the screen/display assembly consistent with a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the display assembly.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive) was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.